Event description:
Explanted devices were returned without any additional information. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).